Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus checked the subject device, and there was no abnormality of the subject device. The cause of this defect was not conclusively determined at this time. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report # : 8010047-2016-00736.

Event description:
In response to the failure with the facility's otv-s7pro and otv-s7proh-hd-e12 on (B)(6), they had been substituted for the olympus-owned equipment. During an open surgery, the facility used the substituted otv-s7pro, which was the subject device, and the substituted otv-s7proh-hd-e12 for observation of the operational field and recording the images. However, the similar phenomenon occurred again as the image malfunction turning green periodically which was caused by the facility's equipment. The procedure was completed by replacing the subject otv-s7pro to cv-190. No health damage to the patient was reported other than replacing the device.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-00737 to provide device evaluation results. Olympus could reproduce this phenomenon by inserting the user's pc card adapter to the subject device. Olympus could confirm the dent in a connecter part of the user's pc card adapter. While the pc card adapter is inserted in otv-s7pro, otv-s7pro carries out a start process cyclically. The inside of user's pc card adapter was damaged from the dent. Therefore, olympus considered the image becomes green at start process cyclically. The instruction manual of otv-s7pro already mentions cautions for the device handling. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.